Event description:
Device malfunction: stuck device. Time of malfunction: during vessel closure. Symptoms/ae: hematoma, retroperitoneal bleeding. It was reported that a trained physician attempted right common femoral arteriotomy closure using a starclose device following a diagnostic right and left heart catheterization procedure. The closure procedure was without incident until the clip was fired and the device became stuck. The vessel locator button was in the popped up position. The device was manually removed after the physician applied counter taction and pulled the device up and out at a 30 degree angle. He did not twist the device. It is unknown if the vessel locator wings were open or closed upon removal. The patient seemed fine and it was assumed that hemostasis was achieved with the clip and therefore, the patient was transferred out of the cath lab. A few hours after the procedure, a "huge" access site hematoma was noticed (measurement unavailable). CT scan revealed a retroperitoneal bleed (rpb) that the physician assessed as not significant enough to require intervention. The hematoma and rpb resolved without treatment and the patient was discharged to home the next day. There was no adverse patient sequela. Although requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.